Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 30mm long and not 25mm long as previously reported. An incomplete death certificate was submitted with no cause of death listed. It was also reported that acute stent thrombosis occurred.

Manufacturer narrative:
(B)(6). (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that death occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was stable angina. The target lesion, a de novo lesion, was located in the mid right coronary artery (rca) with 95% stenosis and was 25mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and a 3.50x38mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 0% residual stenosis. One day post index procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, the patient died. Cause of death was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient experienced ischemic cardiomyopathy and died. The patient was found dead in his truck, and the time of death was unknown but it was felt to likely be from the patient's underlying coronary artery disease with cardiomyopathy.